Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. E1: zip code is (B)(6). G4: additional 510(k) number is k943604.

Event description:
It was reported that the doctor implanted the fixture, but the mount wouldn't come off. Finished with another fixture. Tooth site # 30.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation / functional test was performed, implant shows blood debris from the usage along with a stuck mount that cannot be disengaged. Malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, a device malfunction did occur. The mount is stuck on implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.